Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a subsequent follow-up still showed the low pacing lead impedance as was observed last year. The low impedance readings were reproduced in clinic. A chest x-ray was performed and no anomalies were noted. Monitoring will continue.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.2cm was returned for analysis. External insulation abrasion was noted at 43.8-44.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 20.9-21.3cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.8-13.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.5cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance and oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert notifier for low pacing lead impedance. In clinic, the physician was unable to reproduce out of range electrical measurements. Lead will be monitored.

Event description:
New information notes that the lead exhibited oversensing. The lead was explanted and replaced.

Event description:
New information notes that after the lead was extracted, externalized conductors were observed in multiple areas.